Event description:
Patient reports they "have been hospitalised with possible complications." Patient has further reported "further swelling and fluid on my left breast". Patient has further reported rupture. Physician confirm that histology results of the tissue from the left side showed evidence of granulation tissue, abscess formation and chronic inflammation and some refractile but non polarisable foreign material. This was all thought to be consistent with low grade infection. Device has been explanted. This relates to the left device.

Manufacturer narrative:
The events of seroma, infection, granuloma, and abscess are a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Healthcare professionally additionally reported rupture. Device has been explanted.

Event description:
Patient reports they "have been hospitalised with possible complications." Patient has further reported "further swelling and fluid on my left breast". Patient has further reported rupture. Physician confirm that histology results of the tissue from the left side showed evidence of granulation tissue, abscess formation and chronic inflammation and some refractile but non polarisable foreign material. This was all thought to be consistent with low grade infection. Device has been explanted. This relates to the left device.

Event description:
Patient reports they "have been hospitalised with possible complications." Patient has further reported "further swelling and fluid on my left breast". Patient has further reported rupture. Physician confirms "implants were intact" and that histology results of the tissue from the left side showed evidence of granulation tissue, abscess formation and chronic inflammation and some refractile but non polarisable foreign material. This was all thought to be consistent with low grade infection. Device has been explanted. This relates to the left device. This event of rupture is no longer reportable to FDA and will be un-reported.

Manufacturer narrative:
The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "further swelling and fluid on left breast".

Event description:
Patient reports they "have been hospitalised with possible complications." Patient has further reported "further swelling and fluid on my left breast". Device remains implanted. This relates to the left device.